Manufacturer narrative:
Batch review performed on 29 march 2019: lot 153757: (B)(4) items manufactured and released on 12-nov-2015. Expiration date: 2020-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar event reported.

Event description:
Revision surgery performed, 7 months after primary surgery, due to signs of infection (the pathogen is unknown). The surgeon performed a washout and liner swap and the surgery was completed successfully.